Event description:
The manufacturer's representative reported that the pump was explanted due to a device recall. The rep reported that the "catheter access port was minimally detached." The patient was receiving liorseal via the pump. The patient had no change in efficacy prior to pump replacement.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.